Event description:
Patient presented to the physician with ongoing drainage at the neck incision site for approximately one week. Physician obtained cultures and prescribed antibiotics. The wound culture returned positive for staph infection. Physician then brought the patient into the or, irrigated the neck pocket with antibiotic solution and saline, repositioned the stimulation lead, and closed. Patient received IV antibiotics postoperatively.